Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check te pad" messages and damaged te pad) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test and the distribution node (dn) to rear te cable was pulled from strain relief. There was a broken solder joint connecting the rear pulse wires inside the distribution node (dn). The cause of the test failure and reported alarms was the broken solder connection. The cause of the broken solder connection was the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing "check therapy electrode pad" messages and that the electrode belt had a damaged therapy electrode.